Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory verified that telemetry system faults were recorded. Analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This issue can lead to increased power usage and decreased battery longevity. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that tis implantable pacemaker was suspected of exhibiting premature battery depletion and was surgically explanted. A replacement device was subsequently implanted to resolve the event and no additional adverse patient effects were reported. This pacemaker was received for analysis.

Event description:
It was reported that tis implantable pacemaker was suspected of exhibiting premature battery depletion and was surgically explanted. A replacement device was subsequently implanted to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.